Event description:
It was reported that during a lap cholecystectomy, scissoring occurred at the 4th or 5th firing though the device functioned as intended at the beginning. The device was used for the blood vessel and the cystic duct. The clip was fed into the jaws properly before the event. There was neither unexpected resistance nor noise. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. The device was fired several times out of the patient after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 12 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Eval: at the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any tissue damage due to the scissored clip? The information was not provided from the hospital. If so please explain the damage. How was the issue damage repaired?